Manufacturer narrative:
The na electrode lot number is w1715. The cl electrode lot number is r1494. The electrode expiration dates were not provided. It was noted the customer had experienced issues with qc being out of range. The field service representative successfully cleaned the sipper and vacuum nozzles and replaced parts in the preventative maintenance kit. After service, no issues were reported by the customer.

Event description:
There was an allegation of questionable na electrode and cl electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 157.5 mmol/l (reported as 158 mmol/l) and the repeated result was 138 mmol/l. The initial cl result was 115.9 mmol/l and the repeated result was 101.3 mmol/l. The repeated results were obtained on another module and were deemed correct. The sample was repeated due to being flagged in the customer's system with a delta check flag.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed "daily wash rack: maintenance overdue", "reagent < warning level", "qc result: out of range", and abnormal aspiration" alarms. The field service representative found a dirty flow path. He cleaned the fluidic path, which resolved the issue. The investigation determined the service actions resolved the issue.